Event description:
It was reported that review of egms found noise on the lead that was being oversensed as vf. The patient was brought back to the clinic for further testing. Attemps to reproduce the noise were unsuccessful. No therapy occurred due to the noise. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.